Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change error occurred. Customer¿s blood glucose level was 391 mg/dl. No additional product or event information is available.